Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp and a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, leakage and identified deformation, material separation and wear issues, as a circumferential split was noted approximately 3.5 cm from the distal end of the cath-lock and a complete compound break was noted approximately 4.6 cm from the distal end of the cath-lock. The distal catheter segment measured approximately 10.6 cm in length. The edges of the circumferential split were noted to be rounded. The edges of the compound split had regions that were noted to be smooth and rounded. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement in the right internal jugular vein, the device allegedly leaked. Upon x-ray examination, the catheter was allegedly broken and the distal catheter segment migrated into the atrium. It was further reported that the port body and the distal catheter segment was removed using a snare. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the subcutaneous leakage allegedly occurred during drip infusion. It was further reported that the catheter was found broken in the atrium. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement in the right internal jugular vein, the subcutaneous leakage allegedly occurred during infusion. Upon x-ray examination, the catheter was allegedly broken and the distal catheter segment migrated into the atrium. It was further reported that the port body and the distal catheter segment was removed using a snare. The current status of the patient is unknown.